Event description:
A consumer reported that his vision twitches at near point when he tries to read and print is faint in both eyes following bilateral clear lens extraction with intraocular lens (iol) implants. The consumer reported he was treated with medications to make his pupils smaller, but he has not noticed an improvement in his symptoms. His surgeon is making him a pair of glasses to correct some minimal astigmatism. The consumer refused to provide his name or his surgeon's name; therefore, no f/u could be conducted. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned and not enough info was provided from the reporter to properly complete an investigation. (B)(4).